Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced redness at the ipg site. The physician initially suspected infection, and the patient was hospitalized on (B)(6) 2021 and treated with antibiotics. Additional information received states that physician stated it was reaction to the medical powder used prior to closing up patient. Patient is currently stable.